Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant with a stuck mount, could not be disengaged. Functional testing was performed to disengage the mount from the implant. They were determined to be stuck together. Patient was reported to have osteoporosis, moderate density (type ii) bone). The reported device was located on tooth # 14 and was placed and removed on the same day. The customer did not provide any pictures or x-rays. A device history record (DHR) review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant's impression post screw would not disengage from the implant after placement and the implant had to be removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number ¿ k011028 / k013227.

Event description:
It was reported that the implant's impression post screw would not disengage. The implant was removed and a new implant was placed to complete the procedure.